Event description:
Patient is an elderly female with left ventricular assist device (lvad) placed approximately seven weeks ago for transition therapy in preparation for heart transplant. Patient was admitted approximately three weeks ago with achalasia and gi bleed. During hospitalization lvad demonstrated hemolysis based on laboratory testing and need for repeated blood transfusions. Patient's red blood cells were broken us while passing through lvad. This potentially led to liver and renal failure. Unable to replace due to patient's deteriorated condition. Device eventually stopped working on six days ago and was shut off. Patient expired shortly after. With two gi bleeds in less than a month, unable to achieve therapeutic anticoagulation.====================== health professional's impression======================faulty device====================== manufacturer response for left ventricular assist device, heartmate ii======================have not yet heard from them, as device just returned yesterday